Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.4, operating system: 18.5, hardware: iphone17.2, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported a medical event involving hyperglycemia while wearing the pod on the abdomen for an unknown duration of time. Initial sensor was 279 mg/dl: after correction bolus, blood glucose (bg) rose above 400 mg/dl. Bg reached 486 mg/dl despite two humalog injections. Patient developed nausea and vomiting and sought emergency care. On admission to the emergency room (ER), bg was 506 mg/dl. Patient was diagnosed with hyperglycemia with mild ketones being noted. Treatment included intravenous fluids and insulin push, subcutaneous insulin injections, and antiemetics (zofran and reglan). Patient was admitted to the intensive care unit and discharged within 24 hours after stabilization. Pod remained on the abdomen during ER admission and was later removed and discarded. Patient restarted pod therapy after discharge.